Event description:
The initial reporter advised gish that the health professional programmed 100 ml of heart medication to be infused to the pt over 24 hours. After 8 hours the pt reported that the alarm sounded, and the infusion bag was empty. No harm to the pt was reported.